Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will check with dr for different meter due to anemia. Product is working as designed. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip (B)(4), note: on follow up: on (B)(6) 2018 customer went to the hospital for her symptoms. Customer states she was given orange juice to treat hypoglycemia. Customer does not remember glucose levels at hospital. Left the hospital: (B)(6) 2018. Customer advised they are still getting e-0 results. Customer states they are anemic. Advised customer to speak with their distributor and insurance in order to see what other meters are available to her. She is no longer experiencing symptoms and no further medical attention was required.

Event description:
Consumer reported complaint for e-0 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy and having blurry vision. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. Call disconnected. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is two days ago. The meter memory was not reviewed for previous test result history. Customer has been using the meter for the past two day and is getting the e-0 error message today. Customer is 33 weeks pregnant and is anemic. Customer is only taking prenatal vitamins. Customer states that she poked all her fingers and she is still getting the e-0 error.